Manufacturer narrative:
Upon receipt of the returned product sample, it was visually examined. One used partial single pressure monitoring kit was received. Visual inspection found a tear in the diaphragm of the dome. Functional testing was performed to test for air and water leakage. Air and water leak testing revealed a leak on the diaphragm. A review of the device history record found no discrepancies with relation to the reported issue. Sample testing from three lots, including one sample from this lot, was performed. This testing revealed no defects or anomalies. Prior to release for distribution of the respective lot for the returned sample, parts from this lot were 100 percent air leak tested. The root cause has been attributed to damage observed on the diaphragm, which likely occurred during use. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that serum was leaking after filling a medex¿ logical® pressure monitoring set. There was no patient involvement; the problem was identified after assembly.